Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had multiple tachycardia episodes and there were concerns of inappropriate therapy delivered. The patient had a chronic atrial fibrillation (af) condition. Technical services (ts) was consulted, and it was found that the device provided anti-tachycardia pacing (atp) and shocks that could be inappropriate due to possible atrial driven arrhythmia with rapid ventricular response (rvr). The therapy provided converted the rhythm. This crt-d remains in service. No adverse patient effects were reported.